Event description:
Medtronic received information that this bioprosthetic valve was abandoned after implant due to paravalvular leak identified by tee. It was reported that when the aorta was reopened the location of the paravalvular leak could not be identified so, the valve was removed and replaced with another. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4), method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were partially open. Note: leaflets are in a semi-relaxed position which is a normal finding for this valve as it is processed with the leaflets in relaxed state. All leaflets were flexible. All commissures were intact. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Possible causes of paravalvular leak may be but are not limited to patient/prosthesis mismatch or surgical technique. Analysis was unable to determine a root cause in this case.